Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke during procedure and was not accounted for. A second needle was used and the suture became detached. Add'l info has been requested.